Manufacturer narrative:
Based on this available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. Complaint was reported by (B)(6) to the distributor teleflex in the us, thus report source 'foreign' is checked.

Event description:
It was reported the oxygen delivery tubing was found to be detached from the connector. Complainant states this was discovered prior to using on a patient.